Event description:
A dialysis facility reported tubing separated from bottom of the venous chamber during the patient treatment. A call was placed to the reporter of this event. This nurse was standing by the patient when the separation occurred. Arterial blood was able to be completely safely returned to this patient. The venous blood was lost and it is estimated to be greater than 100 ml. A new set of bloodlines were set up on another machine and the dialysis treatment was able to be completed as ordered. The patient has reported no signs or symptoms relating to this event and is currently continuing dialysis ordered with no further ill effect from this incident. A sample is available.